Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 100ml of insulin, at an unspecified rate. The customer contact reported the cair clamp leaked the entire insulin solution container into the burette of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. Hospira continues to investigate.